Event description:
It was reported that, during the trialing stage of a tka surgery, when an trial femoral head 36 s/+0 was removed, two of the locking tabs were found to be missing. One of the pieces was still in the head but not connected. The surgeon used x-ray to try to locate the second piece but could not. After much discussion the scrub nurse admitted she could not say if the missing piece was ever actually there. The procedure was resumed, after a significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during the trialing stage of a total hip arthroplasty surgery, when an trial femoral head 36 s/+0 was removed, two of the locking tabs were found to be missing. One of the pieces was still in the head but not connected. The surgeon used x-ray to try to locate the second piece but could not. After much discussion the scrub nurse admitted she could not say if the missing piece was ever actually there. The procedure was resumed, after a significant delay, with a s+n back-up device. The complaint device was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 11 additional complaints over the past 12 months with similar failure mode. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The root cause of the event can be attributed to a known inherent risk of the device. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. The trial femoral head 36 s/+0, as well as all of the other trial heads, contain barium sulfate. This substance can be detected by means of x-rays even for fragments down to 4mm, as demonstrated in a study made by smith+nephew with the plastic material that these trial heads are made of. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.